Event description:
During troubleshooting of a check final line alarm that appeared on the homechoice (hc) machine during use. The patient was not connected in prime, the home patient (hp) stated the person that setup the machine put the purple bag on the white clamp line and the large bag on the blue clamp line, hp stated they disconnected the bag on the white clamp line and connected it to the blue clamp line. The technical service representative (tsr) explained that the setup was compromised and they will need to end therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The use error, breach in aseptic technique was not confirmed due to a lack of sample. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4) and a 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed.a follow-up report will be filed should additional information become available.